Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient developed left ventricular dysfunction with multi-vessel disease one year post-implant and required implant of multiple stents. There is no performance allegation against the implanted left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was severe left ventricular (lv) ldysfunction post implant approximately one year prior. Additional information was not available. The lv lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.